Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue during the device evaluation and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the disinfectant build-up could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset, with no reported complaint. During the evaluation of the device, disinfectant under the bending section cover (a-rubber), and buildup on the auxiliary channel and the illumination lens were found. There was no patient involvement.